Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced extreme pain 2 ¿ 3 days after implant. It was reported that the patient went into the ER tow times, where a physician ¿cut the wires¿ and removed the ins. The patient had a fever and extreme pain and was placed on oral antibiotics. No further complications are anticipated.